Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, psychological disorder, drug or alcohol abuse, periodontal disease, complication in site preparation, sinus perforation, preceding/simultaneous bone augmentation (B)(6) and (B)(6) are same patient)